Event description:
In oncology, the tubing was found leaking during medication administration at the junction of the microclave. There was no pt harm and no medical intervention required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. Although requested, the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Investigation pending.